Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings and motor error from the insulin pump. The customer's blood glucose reading was 412 mg/dl. The customer treated with manual injection. The customer stated the leak occurred after 3 days. The leak is past the second o-ring. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to revert to a backup plan per health care provider's instructions. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump was received with currents within specification. The pump alarmed motor error during the rewind due to a corroded motor home switch. Unable to perform the functional test due to the motor error alarm anomaly. The pump had minor scratches on the lcd window, a cracked case near the display window corners, broken battery tube threads, a broken reservoir tube lip and a cracked lcd window. The pump was received with a loose/protruded drive support disk. No motor position encoder error alarm was noted on the alarm history screen.